Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, mean pressure gradient of 3mmhg. Dilated left atrium, and thin leaflets. A mitraclip xtw (30928r1015) was implanted without issues. To further reduce the mr, a mitraclip xtw (40115r5082) was inserted, and grasping was performed. However, after grasping the leaflets, it was observed that the first implanted clip had tilted. The clip had partially detached from the posterior mitral leaflet (pml) and remained fully attached to the anterior mitral leaflet (aml) (partial clip movement). A perforation of the posterior mitral leaflet (pml) was noted. In the physician's opinion, this was caused by the first implanted clip. The second clip was implanted and was noted to be stable. To stabilize the first clip, a mitraclip nt (30515r1065) was inserted, and grasping was performed. However, the pressure gradient increased to 6mmhg. After the leaflets were ungrasped, the pressure gradient returned to baseline. Due to the high-pressure gradient, a decision was made to not implant the clip. Therefore, the clip was removed from the patient. No patient adverse effects resulted from the increase in pressure gradient. There were no device issues with the mitraclip nt. The procedure was completed with two clips implanted, reducing the mr to grade 1. The mean pressure gradient was at 3mmhg. There was no clinically significant delay in the procedure. Subsequent to the initially filed report, additional information was received stating that on june 28, 2024, a second mitraclip procedure was performed to treat recurrent mr with a grade of 3. It was noted that the first previously implanted xtw remained tilted, but attached to both leaflets, and that the second previously implanted xtw remained stable on the leaflets. No clips were implanted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported recurrent mr appears to be related to procedural condition of the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was hospitalized and another procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.